Event description:
It was reported that "the right inferior screw for the thor plate at l4-l5 was aimed more caudal than it probably should have been. It was still sitting quite proud above the plate after the initial insertion. The surgeon tried to drive it down freehand the remainder of the way with the screwdriver, and eventually it twisted the tip of the driver beyond usage. We got it most of the rest of the way down with a torque wrench."

Manufacturer narrative:
The product investigation is underway. Additional information obtained at the conclusion of the investigation will be submitted in a supplemental report.